Manufacturer narrative:
A visual examination of the spyscope ds device found that the working channel sleeve extended when received. Additionally, the catheter was kinked in several sections. A photo received from the customer showing a black washer was reviewed; the washer is not a component of the spyscope ds. The distal tip articulated without issue. The distal tip was not loose. The proximal end of the distal cap was aligned to the cap weld. A spybite device was passed through the working channel without issue. There was evidence that heat was applied to the outside of the catheter during manufacturing assembly. The distal end of the exposed working channel sleeve was tugged; it did not detach from the catheter. There was evidence of adhesion of the working channel sleeve to the inside of the catheter. The complaint was consistent with the reported event of the working channel sleeve protrusion. Most likely, the defect was due to some operational or anatomical aspect of the procedure. Therefore, the most probable root cause for the complaint is operational context. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the spyscope ds was advanced through the duodenoscope. At this time, a black washer which is not part of the spyscope ds was seen on the monitor. The origin of the washer is unknown, however, it was confirmed that the washer was not a part of the spyscope ds. Additionally, the washer was not present prior to placing the spyscope ds through the scope, the washer did not appear until after the spyscope ds passed through the scope. However, it was noticed that the working channel sleeve was protruding from the tip of the spyscope ds. Reportedly, no part of the device detached and no other visible damage was noted on the spyscope ds. The procedure was still completed with this device. Reportedly, the washer was left to pass naturally. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.